Event description:
It was reported that during a laparoscopic uterine fibroid removal surgery, the suture was used to close the uterine incision following the removal of the fibroid. However, the thread broke after three stitches during continuous suturing. Additionally, the needle and thread broke on the first stitch after reopening. A new suture of the same type was used to complete the wound closure without any issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10 - concomitant product: vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot# a4h1507vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned product noted one suture and one needle, with the needle returned disengaged from the suture. Microscopic inspection of the needle showed normal crimp and swage marks, with suture material present in the swage, indicating the suture broke off at the swage. It was reported that the needle and thread broke on the first stitch after reopening. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.